Event description:
Customer reported a past low blood glucose (bg) event, with the specific low value unknown, as it displayed as "low." Cause was not known. Customer was asleep during low event, no action was taken. Customer was advised by technical support to consult their healthcare provider to discuss factors affecting blood glucose levels, which the customer acknowledged and understood.